Manufacturer narrative:
The suspect device has not returned for evaluation. A follow up will be submitted when the evaluation is complete.

Event description:
The account alleges that during a biopsy of a degenerated bone spur at level l4/5 under CT guidance, the upper half of the biopsy needle sheared off within the patient. The needle was gently tapped through the bone spur into the body of the lumbar spine by the physician. When attempting to remove the trocar from the spine the upper half of the metal sheath sheared off leaving the distal half within the patient. The sheath was successfully removed from the lumbar body but became imbedded within the bone spur and could not be removed. The sheath was still protruding from the patient's spine. Assistance was requested by two other physicians. A neurosurgeon was contacted and attended promptly to assess. The patient was transferred to surgery where the metal sheath was successfully removed from the patient under anesthesia. The patient tolerated the procedure well.

Manufacturer narrative:
The suspect device was returned for evaluation. The device was examined visually. The complaint is confirmed. The root cause could not be determined. A review of the device history record was performed and no exception documents were found. A review of the complaint database was performed and no similar complaints for this lot number were found.